Event description:
The customer reported that the rescuers were performing CPR with the AED attached to the patient when, without warning, the AED delivered a shock to both the pt and the rescuers. The pt and rescuers were taken to the hospital. No injuries due to the shock were reported.

Manufacturer narrative:
The customer was asked to provide add'l info about the rescue, download the rescue file from the AED for review, and send the AED to cardiac science for eval.